Manufacturer narrative:
The complaint is not confirmed. The unit passed all flow rates and pressure tests during the evaluation. The remote control was also found to be fully functional.

Event description:
On 10/8/2021, it was reported by a sales representative via sems that an ar-6480 pump produced a "pressure fault" error. After switching to a new pump, the buttons on the connected ar-6482 pump remote were not working. This was discovered during use; rep contacted 10/12 for more info. Update: rep returned contact 10/14. Case confirmed as knee scope performed on 10/1/2021, case completed using new pump and remote with no patient effect.